Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station did not sync with server. The field service engineer (fse) pulled off and reseated all in one (aio) and hard drive cable. The station booted up to the application, but resync attempts showed server communication errors. Contacted technical specialist for further troubleshooting; technical specialist was completed the project. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the data was not syncing to the server. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the data was not syncing to the server. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.